Event description:
The customer states, that imprecision is being seen with the imx tacrolimus ii assay. Patient #1 generated results of 9.6, 5.1, and 17.1 ng/ml. Controls have been within specification. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.